Manufacturer narrative:
After inserting a battery, unit received with failed battery test due to moisture damage pcba1. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify pump error 25, power loss alarms due to the failed batt test alarm. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received power error. Customer was able to clear error and rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.